Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section a4-patient weight in earlier report was omitted and has now been entered. Correction: section b5-in earlier report, the following should have been entered: "it was reported that the patient experienced ineffective therapy and the lead migrated. In turn, surgical intervention took place wherein the existing lead was explanted and replaced, which addressed the issue" instead of "it was reported the patient's lead migrated. In turn, surgical intervention took place wherein the existing lead was explanted and replaced, which addressed the issue." Correction: section h6-health effect-clinical code: in earlier report, 2388 should have been entered instead of 4580. Correction: section h6-health effect - impact code: in earlier report, code 4610 should also have been entered.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead migrated. In turn, surgical intervention took place wherein the existing lead was explanted and replaced, which addressed the issue.